Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 had a power issue and would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2017, 9:00pm. The patient manages her diabetes with oral medication, metformin 500 and denied making any change to her usual diabetes management routine in response to the alleged product issue. She stated that 1 day after the alleged issue began she developed the symptoms of shaky sweating and cold. The patient denied that she received ant treatment. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used, they were using the correct test strips and there was no misuse of the product. The cca noted that when the patient inserted a new test strip or pressed the power button the meter did not power on. Based on the testing frequency the battery should not have required to be replaced. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.